Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented is in the hospital for an elective generator replacement due to normal battery depletion. Upon interrogation of the device before the procedure, a couple of brief mode switches caused by noise oversensing on the atrial lead was noted. The lead was capped and replaced on (B)(6) 2019. The patient was stable.